Event description:
Caller stated that she was supposed to use the biomet ebi bone healing system device for ten (10) hours a day to stimulate bone growth. Last night, (B)(6) 2024, she wore the device to sleep as instructed and woke up with various symptoms. She woke up with numbness on both arms, all over body weakness, muscle and joint pain, and her left knee gave up on her.